Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned one ez-io 25 mm needle set for evaluation. Visual inspection of the unopened kit revealed that the guard was still connected to the needle and there were no holes in the packaging compromising the sterile barrier. The kit was opened and the needle guard was able to be removed with moderate force. The needle guard was reattached to the needle. The guard fit snug and again, required moderate force to remove. No problem was found on the sample returned. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in (B)(6) 2020 and is approximately 1 year old. Corrective actions are not required at this time as no problem was found with the returned device. The complaint of a guard becoming removed from its needle while still in the kit was not able to be confirmed by a complaint investigation of the returned sample. The returned unopened kit contained a needle with its guard still attached. No holes were observed in the packaging. The needle and guard required moderate force to separated and the components fit snug when reattached. Based on the sample returned, no problem was found with the device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The intra-osseous needle loosened out of the needle guard inside the sterile packaging. This represents a potential danger of injury for the medical staff or a danger of infections for the patient as the needle could potentially puncture the packaging.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The intra-osseous needle loosened out of the needle guard inside the sterile packaging. This represents a potential danger of injury for the medical staff or a danger of infections for the patient as the needle could potentially puncture the packaging.